Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during placement of a hakim valve for a ventriculoperitoneal shunt, there was obstruction in the valve when the surgeon was testing the patency of the valve. The surgeon removed the valve and used another similar valve to complete the procedure with no issues. A surgical delay of 15 minutes was reported.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: device history record (DHR) - lot 4434202, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicone housing in the needle chamber was noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve failed the test for programming, the cam mechanism did not move during the programming process. The valve was flushed, no occlusion noted, also leaked from the tear/cut in the silicone housing in the needle chamber. The valve passed the test for reflux, and siphon guard. The root cause for the tear/cut in the silicone housing in the needle chamber was probable due to a sharp or pointed object coming into contact with the silicone, as noted in the instruction for use (IFU) silicone has a low tear/cut resistance. The root causes for the programming issue noted during the investigation was due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and the base plate. The potential cause of failure for the problem reported by the customer could have been due to biological debris and a buildup of protein, no occlusion was noted during the investigation.